Event description:
The customer stated an architect i1000sr analyzer generated a false positive ca 19-9 result for one patient sample. The analyzer generated a ca 19-9 result of 37 iu/ml, but the ca 19-9 result from two months prior was approximately 200 iu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false positive result; (B)(4), no consequences or impact to patient a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an architect i1000sr analyzer generated falsely elevated ca 19-9 results. Accuracy testing was performed for ca 19-9 reagent lot 12114m500 and passed. Tracking and trending did not identify any atypical complaint activity for ca 19-9 reagent lot 12114m500. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.

Event description:
The customer clarified that the architect i1000sr analyzer generated a false positive ca 19-9 result of 331.09 iu/ml. Upon repeat, ca 19-9 results of <2, 3.76 and 3.65 iu/ml were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
A follow up report will be submitted when the evaluation is complete.